Event description:
The clinic reported that a laser vision correction patient presented with blurred vision in both eyes eye 1 week post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva) in left eye. The patient complained of blurred distance vision in both eyes; hard to see street signs. Bcva right eye pre op 20/25 post op 20/40. Bcva left eye pre op 20/20 post op 20/40.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.